Event description:
It was reported that a cartridge did not fit onto the pump due to an o-ring on the pneumatic tap. Additionally, it was reported that an occlusion alarm occurred. The customer performed a supply change to address the issues and continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.